Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.

Manufacturer narrative:
We checked the returned unit and confirmed that the angle wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the u/d knob broken, the operation channel leaky, the remote control buttons cut, and the distal body worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response has been obtained, so we can not deny the possibility of the angle wire stuck. Therefore, based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.